Event description:
I am a type ii diabetic and I have been using the dexcom g6 gcm for almost a year. This past november I switched from the g6 to the g7. The g7 sensor insertion instructions are quite explicit on the sensor insertion location. With the g6 I had been installing it on my abdomen but the g7 instructions state the sensor must be installed behind the upper arm. I am an athlete living in (B)(6). I work out and I sweat. Two of the first five sensors have fallen off due to adhesive failure on the g7 sensor. I contacted the company and they are willing to replace the sensor if it falls off but they have no other solution for keeping the sensor in place, other than purchasing a third part overpatch. This solution is unworkable. At this rate I may be contacting the company 5 out of every 10 sensors I install. This is inconvenient and wasteful. I have a feeling that I am not the only customer that has this problem with this product. I have reached out to the company via chat and I have that chat available if needed. The devices failed at the insertion site location. Reference report: mw5150180.